Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to supraventricular tachycardia. Reprogramming settings were discussed and recommended. Troubleshooting options were performed. At this time, this s-ICD system remains in service and no additional adverse patient effects were reported.